Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was performed to treat a fibrotic lesion in the proximal left anterior descending artery (plad) with mild calcification and 80% stenosis. The lesion was pre-dilated with 2.5x8mm and a 2.5x12mm balloons at 10 atmospheres and the 2.5x28mm xience alpine stent was implanted at 10 atmospheres. During removal a dissection was noted at the distal end of the stent. A 2.5x8 unspecified drug-eluting stent (des) was used to treat the dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.